Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage, death). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage, death). (B)(4).

Event description:
The patient had one integrity stent implanted in the lcx. Approx 14 weeks post implantation, the patient had a gi bleed and was treated by transfusion. Approx 19 weeks post implantation, the patient had a second gi bleed and received another transfusion. Approx 21 weeks post stent implantation, patient death occurred due to septic shock. No intervention reported.